Event description:
It was reported that the pump did not run in an arctic sun device. Per review of wo on 11dec2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 11dec2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump did not run in an arctic sun device. Per review of wo on 11dec2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 11dec2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that circulation pump was not functioning to specification. Device was not repaired as customer declined repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.